Event description:
It was reported that when the packaging of the unit was opened, a hair was found in it.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.